Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample with lot number 1824614564 was received for the evaluation. After performing visual inspection of the physical sample, a particle found inside the syringe was not observed. However, a formal investigation was open in order to determine the root cause and implement the appropriated corrective action(s). The CAPA is currently in open investigation phase. The production personnel were notified about the defective condition as well. The corrective actions will be addressed on CAPA investigation.

Manufacturer narrative:
A sample labeled with lot number 1824614564 was received for evaluation. A visual inspection confirmed that there was loose particulate inside the tray however the actual needle was not returned. The device history record (DHR) file was reviewed for the reported lot indicating that product was released meeting all quality standard requirements. A formal corrective/preventative action (CAPA) was initiated in order to determine the root cause and implement the appropriate corrective action(s) for the reported condition. The CAPA is currently open pending implementation. All personnel involved in the production process were notified of the reported condition to heighten awareness of the issue. Corrective actions will be addressed in the CAPA investigation.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states: one syringe with a particle inside; the particle found inside the syringe.